Event description:
Sales rep reported that, when taking this instrument through the cannula, "it broke off". The 2mm hook still remains in the pt's shoulder. A delay of 5 to 10 minutes resulted. E-mail rec'd 04/30/07, confirms that there are no plans for an add'l surgery to remove the broken piece. Sales rep stated that, he did not see the device impact against anything while it was being used. Two sutures were being pulled out of a lateral portal. He confirmed that this was not the first use of this instrument as it was from an elite tray that's at least two years old.

Manufacturer narrative:
No conclusion could be made for the reported device failure. Device has been in use for nearly 1-1/2 years without prior issues.